Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to display "high," exceeding 500 mg/dl (27.7 mmol/l). The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require any third-party assistance. The pump malfunction was not reset within the last 24 hours, so pump reset information was provided by technical support, and the customer allowed the pump to shut down overnight by running out of power before reactivating it by charging; the malfunction code did not recur, and the customer may continue using the pump.